Event description:
End user reports that the plunger can easily be pulled out of the barrel and will cause the insulin to leak out of the end of the barrel opposite of the needle. The user also reports that the barrel will fill with bubbles. The affected device was returned to the cmo on 1-26-2023 and tested for any irregularities. The cmo returned the testing results on 2-22-2023, results as follows; no non-conformities found during testing. Cmo found no foreeign substance on gasket as well as plunger suction testing result passed.

Manufacturer narrative:
Initial trend analysis for lot 55101b was conducted, no malfunctions were found. Retained lot testing shows no malfunction of the product during or after product manufacturing. Cmo tested affected device on 2-22-2023, no malfunction found during product testing.

Manufacturer narrative:
Initial trend analysis for lot 55101b was conducted, no malfunctions were found. This is the only complaint for lot 55101b. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that the plunger can easily be pulled out of the barrel and will cause the insulin to leak out of the end of the barrel opposite of the needle. The user also reports that the barrel will fill with bubbles.

Event description:
End user reports that the plunger can easily be pulled out of the barrel and will cause the insulin to leak out of the end of the barrel opposite of the needle. The user also reports that the barrel will fill with bubbles.

Manufacturer narrative:
Initial trend analysis for lot 55101b was conducted, no malfunctions were found. Retained lot testing shows no malfunction of the product during or after product manufacturing.